Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2026-00040. All information can be found under manufacturer report number 8010182-2026-00040. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "pressure pod error" occurred during use of two (2) unspecified types of prismaflex sets. The nurse was unable to clear the machine alarm, and the filter set was replaced twice. The extracorporeal blood was not returned to the patient. There was no report of serious injury or medical intervention associated with this event. No additional information is available.